Event description:
While performing laparoscopic surgery, the detachatip blue coating came off in patient. Opened new instrument and coating scraped off. None left in patient. Another detachatip given to surgeon - again slightly scraped. All instruments scanned with insulscan and scanned without difficulty. (B)(4).